Event description:
The affiliate reported that the patient had persistent low pressure headaches and has failed to respond to gradual increments in the valve pressure. It was concluded that the valve was non-functional and the device was revised.

Manufacturer narrative:
Upon completion of the investigation, it was noted that the valve was visually inspected and no defects were noted. The device was visually and functionally tested and was found to work in accordance with the manufacturing specifications. The problem reported by the customer could not be duplicated in the laboratory setting. A review of the device history records confirmed that this device conformed to the required specifications prior to distributions. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.

Manufacturer narrative:
Please be advised that this report is being filed to reflect the additional information provided by the affiliate.

Event description:
Please be advised that additional information from the affiliate has been received. The additional information from the affiliate stated: as per our last communication shunt was replaced on (B)(6) 2013 and after which headache was totally stopped. That shunt was send at your end for the analysis. After analysis it was found by you that shunt is not defective. But unfortunately from last 3-4 months patient is suffering from the same issue. As per advise of doctor the pressure has been changed from 30 to 200 within short span. Recently they have changed pressure to 200 and still the patient is suffering from the same problem of headache and diagnosis is over drain. When patient makes his body position in such a manner that the head in down position and legs in upward position then the headache stops within small time. Now the doctors are also doubt full about exact working condition of shunt. So doctors decided that the small experiment should be done on patient. They are going to take small incision and going to take out part of shunt and try to pinch it so as to stop its flow. This experiment will be done on (B)(6) 2014 at (B)(6) hospital this information is just to inform you. If any representative of yours can attend that then it will be good. Please also see complaint (B)(4).